Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states this case reports the breakage of two multifix anchors on impact. Without relevant clinical information a thorough medical investigation cannot be rendered nor can a root cause of the reported breakage be determined. It is unknown if the surgical technique for the multifix was adhered to. The surgical technique cautions: ¿use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result.¿ if a portion of the broken multifix anchor is retained in the patient, it is made of a biocomposite material which is intended for implantation. However, we cannot rule out the potential risk for tissue inflammation, pain, micro-motion and/or migration of the possibly retained pieces. Based on the information provided, the procedure was completed with a back-up device. It is unknown if a delay occurred due to this problem. Since no other complications were reported, no further clinical assessment is warranted at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states this case reports the breakage of two multifix anchors on impact. Without relevant clinical information a thorough medical investigation cannot be rendered nor can a root cause of the reported breakage be determined. It is unknown if the surgical technique for the multifix was adhered to. The surgical technique cautions: ¿use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result.¿ if a portion of the broken multifix anchor is retained in the patient, it is made of a biocomposite material which is intended for implantation. However, we cannot rule out the potential risk for tissue inflammation, pain, micro-motion and/or migration of the possibly retained pieces. Based on the information provided, the procedure was completed with a back-up device. It is unknown if a delay occurred due to this problem. Since no other complications were reported, no further clinical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that, during right shoulder cuff suture under arthroscopy, a multifix broke on impact, inside of the patient. Procedure was completed with a back-up device. It is unknown if the pieces were retrieved and if a delay occurred due to this problem. No other complications were reported.